Manufacturer narrative:
Results: a visual inspection of the returned prod shows one haptic is torn off into the lens optic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The rptr stated that the surgeon was inserting a toric silicone lens model aa4203tl and the lens tore. The surgeon cut the lens to remove it with no pt injury. The rptr stated that the lens was torn due to a loading error.